Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va2alyx, implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they had to charge their implant every 2 weeks and it was taking so long and none of it made any sense. Patient stated they had an MRI scan due to brain surgery that they were having it every couple weeks to a month and it got ridiculous having to turn off the ins every time, so they turned off completely. Patient said they didn't know what was going on but there was a growth in their brain and there was covering all over their brain that was like a blanket and stopped interfering with their vision and everything else. Patient mentioned they were seeing a cancer place because they had breast cancer and they sent them to a brain person to see what they were looking for and they knew it wasn't doing anything. Patient saw a neurosurgeon who looked at the brain and saw a growth and they got it on right away and got the growth out. Patient also mentioned they had continual urinary tract infections and they was calling every time they turned around and was putting them on medication for that. Patient re ported they were told the implant would take care of it but they took out their uterus and put their bladder back up where it wouldn't. Patient was told by one doctor that one of the urinary tract was blocked and nothing was coming out of it and no one could help them.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2alyx implanted: (B)(6) 2021. Explanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had been experienced wetting the bed every night because of something was weird. They got their ins and their lead replaced because there "was a blockage on the original line."

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978a128; product type: 0200-lead; implant date (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  MRI tech called after speaking with pt who reports that they did not like recharging their device and decided to stop using it 5-6 weeks after implant in 2021. The caller was not with the patient so further information was not available. The caller advised pt to charge their ins and external components for MRI so yesterday the pt charged their ins for the first time in over a year. The pt stated that she had a 'sharp pain' while charging last night. The pt also stated that after charging the stimulator the stimulator made her urinate more (presumably more than she had been during the time period in which she had not been charging). Tss elected to place the 'sharp pain' and 'urinating more' in the same record as they both occurred last night and were related to charging the ins back to function after over a year of not charging/using the system. The caller was attempting to use the incorrect application and upon using the micro my therapy app a por message appeared. The por message was cleared by pressing 'okay' and then the handset 'kicked' the caller back to the home screen. The caller went back in micro my patient app and was able to go into MRI mode and it showed full-body eligibility.  Caller states the pt states that she has not used or charged her ins in over a year. When discussed further, the caller states pt states this lack of use/charging is related to 'one of the leads' 'not functioning'. Tss inquired as to what that means and a clear answer was not provided--the pt indicated a local doctor, not her managing doctor, told her that one of her leads was not functional. The pt states 'one of the tubes' was not functional. Tss advised the caller that the pt should be following up directly with her managing doctor to assess.